Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the patient was experiencing recurring incontinence due to cuff atrophy. The patient was implanted with a tandem 3.5 cm cuff as result. The existing aus components were not explanted. No patient complications were reported during the procedure. Should additional information be received,a supplemental report will be filed upon completion of the product analysis.